Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm and hospitalization. The customer states their blood glucose level was 457mg/dl. The customer treated with insulin pen and saline. The customer states the alarm was resolved by complete set change. The customer was advised the reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking tests and no leaks or occlusions were noted.